Manufacturer narrative:
The reported event of lead noise was confirmed. As received, only the distal portion of the lead was returned in one piece. Visual examination of the lead found full breach outer insulation degradation exposing the outer coil located at 4.5 cm from the distal region of the lead. The cause of the reported event was due to the exposure of the outer coil in the degradation zone.

Event description:
It was reported that a patient presented with oversensing noise on their atrial lead resulting in inappropriate mode switch episodes. The physician elected to explant and replace the atrial lead. The patient condition was stable.